Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to pocket erosion with device exposure. No further adverse effects were reported and the unit was explanted and replaced with antibiotics administered.